Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, approximately 3 years after the xience v stent was implanted in the proximal left anterior descending coronary artery, the patient could not be awakened and expired. On (B)(6) 2012, the patient had just been discharged from the hospital for an exacerbation in congestive heart failure, pneumonia, and non-sustained ventricular tachycardia. These conditions were treated with medications. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v/nano electronic instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.